Event description:
It was reported that the c3 system is displaying a persistent error 105. The customer replaced the thermocool navistar twice and changed the cable to a new one without resolution. The customer performed a troubleshooting but the error 105 reappeared when the catheter was reconnected. The customer used a new thermocool catheter and the system showed the same error. The customer attempted to fam despite error was showed and a 401 error was seen and data could not be acquired. The case could not be completed and it was rescheduled. The patient was under general anesthesia by approximately 4 hours and double transseptal puncture was performed, making this event reportable. At the time of the call, there was no adverse event related to the patient.

Manufacturer narrative:
Investigation is still in progress. A 3500a supplemental report will be submitted to the FDA once that it is completed or if any additional information is provided by the customer. Concomitant products: ez steer - thermocool nav bi-directional catheter us catalog #: bni75tcdfh, lot #: 15505551m. Navi-star - thermo-cool electrophysiology catheter us catalog #: ni75tcfh, lot #: 15442004m. Navistar - electrophysiology catheter us catalog #: ns7tcdl174hs, lot #: 15393017m. Navi-star - thermo-cool electrophysiology catheter us catalog #: ni75tcdh. Lot #: 15332490m. Navistar - electrophysiology catheter us catalog #: ns7tcjl174hs, lot #: 15422836m. Lasso nav catheter us catalog #: dln1215ct, lot #: 15329388l. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the c3 system is displaying a persistent error 105. The case could not be completed and it was rescheduled. The patient was under general anesthesia and double transseptal puncture was performed, making this event reportable. At the time of the call, there was no adverse event related to the patient. The system was sent for investigation. It was checked and no problem associated with error 105 was found. The system was found functional. DHR was reviewed and no anomalies were noted in manufacturing or service.